Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via an 6fr sheath hole prior to a percutaneous coronary intervention (pci) procedure using a prostyle device. After the pci procedure, when the prostyle suture knot was tightened, slight bleeding continued. Manual arterial compression was applied for 5 minutes to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.